Manufacturer narrative:
UDI: (B)(4). Additional information: (methods, results, and conclusion) - the returned device was evaluated. There were no issues found, therefore, the complaint is not confirmed.

Event description:
It was reported that one of the locking rings in a cervical plate did not lock the screw in place during surgery. The plate was removed and replaced with an alternative plate to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that one of the locking rings in a cervical plate did not lock the screw in place during surgery. The plate was removed and replaced with an alternative plate to complete the procedure without reported patient impacts.